Event description:
It was initially reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a tbna (transbronchial needle aspiration) procedure performed in 2009 (female pt). According to the complainant, during the procedure, the needle would not expel the sample. It appeared there was no pressure to expel the sample. The physician completed the procedure with another of the same device with no pt complications. This event has been deemed a reportable event based on add'l info received from the site due to the condition of the device following the device evaluation which revealed the needle tip appeared to have been cut. Approx four months later, add'l follow-up revealed the needle failed to retract back into the sheath. The scope and needle were removed from the pt, and the needle tip was cut off to remove the device from the scope. The pt was re-scoped and the procedure was completed with another excelon transbronchial aspiration needle. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual eval of the returned device found that the needle was cut off. The customer indicated that the needle would not retract while in the pt. It is possible that the channel of the device may have become clogged during use and may have prevented the needle from being retracted. Add'l, no damage was presented on the luer lock. Functionally, the device was able to produce both pressure and vacuum to force water through the sheath. No leaks were noted. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.